Event description:
The user facility reported to terumo cardiovascular systems corp. That during cardiopulmonary bypass, the shunt sensor leaked. Less than 1cc of blood loss. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).